Manufacturer narrative:
Investigation conclusion the investigation of the returned headway duo found incomplete flaring, exposed braid, and ptfe delamination at the hub transition, which would have caused or contributed to the reported coil device advancement issue. The delamination is consistent with attempting to insert a device into the insufficiently flared lumen. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the exposed braid and flaring issue, but these conditions are consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that the coil was inserted into the headway duo microcatheter. Although resistance was felt at the hub of the microcatheter, the coil could be inserted into the microcatheter by pushing and pulling the coil several times. The implant was then positioned in the artery and successfully detached. After detachment, the pusher was attempted to be retrieved, but the 3 cm marker did not move, and the pusher was found to be stretched. The entire pusher was attempted to be withdrawn, but the transition zone was missing from the tip of the retrieved pusher. It was determined that the pusher had torn off in the microcatheter. The microcatheter was removed from the patient, and angiography was performed. It was confirmed that no components remained in the patient¿s body. The lumen of the microcatheter was attempted to be flushed, but high resistance was felt. Since the lesion was distal, a different microcatheter was delivered and the treatment changed to liquid embolization. Subsequently, the procedure was successfully completed with no patient health damage. When the microcatheter device was received and analyzed, the investigation findings found the lumen to not be fully flared at the hub joint with exposed braid in the lumen, and delaminated ptfe was in the lumen. Please note, the coil device used during the same procedure and associated with this report was referenced in MFR report # 2032493-2025-90338.